Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining falsely high sodium (na) and chloride (cl) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. No false results were reported out of the laboratory. Samples were repeated on an alternate instrument, which produced lower results and amended reports were issued. There was no affect to patient treatment.

Manufacturer narrative:
Prior to the event, qc results were within the lab's established range. A field service engineer (fse) was dispatched and found that the tubing from the reagents was pulled too tight, allowing air into the ratio pump. The fse strung the tubing correctly and replaced the ratio pump piston and seals. As of (B)(4) 2010, there were no further calls to the bci hotline for ise problems.